Event description:
A report was received that the patient was experiencing inadequate pain relief. No device malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively.